Event description:
A scrub technician reported during the intraocular lens implantation when the doctor went to inject the lens nothing came out. The delivery system not work properly as the plunger originally bypassed the lens and nothing came out causing the lens to be crushed. Additional information has been requested and received stating there was no harm to the patient and was not hospitalized for the event. No surgical or medical intervention was needed.

Manufacturer narrative:
A sample device was returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating when the plunger was advanced and handed to the doctor to be inserted, there appeared to be no lens at all due to the plunger bypassing the lens. Upon further inspection after the surgery, there was in fact a lens but the plunger bypassed and squished the lens in the process.

Manufacturer narrative:
The device with the lens was returned loose in the opened carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was observed in the device. The plunger was advanced to mid nozzle area and was engaged to the lens. A plunger override was not observed upon return. The lens was slightly rotated and the optic was torn into pieces. The trailing haptic was folded onto the anterior optic surface. The leading haptic was twisted at the gusset area and extended. The nozzle was removed and cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. A non-qualified viscoelastic was indicated. The lens was rotated and damaged. The plunger may have been retracted prior to return. The reported plunger override was not observed upon return. The root cause for the reported complaint may be related to a failure to follow the instructions for use . A non-qualified viscoelastic was indicated. The instructions for use instructs: during device preparation and implantation of the company lens with the company preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. Plunger override may occur: due to rapid advancement faster than the IFU recommend rate. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Top coat dye stain testing was conducted with acceptable results. The manufacturer internal reference number is: (B)(4).